Event description:
Per customer, she was running a monthly check powering up for 30 seconds to a minute to check the battery level. She states that she has an intermittent problem with the identified device where she does not hear the voice prompt.

Manufacturer narrative:
This device was a repair return that was received to welch allyn- beaverton (receipt date 08/30/2006). The complaint description identifies this device as reportable and the following identifies the investigation performed by welch allyn-beaverton. The device is an automatic external defibrillator (aed10). The device was evaluated by factory service which confirmed the customer complaint of "no voice prompts". The cause of the malfunction has been previously identified as a defect with the reliability of the speaker spring contacts. This is a known issue that is being resolved on an as received basis. The replacement of the soldered spring contacts by the installation of a connector (pn 550825) per procedure is incorporated in the factory service modification procedure. The modification was completed and the device passed all testing. Field reliability data indicates no evidence of an adverse trend in the field reliability for the speaker utilized in the AED 10 defibrillator for a subsequent year population of devices.